Manufacturer narrative:
Information regarding product evaluation is pending. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during phacoemulsification, the equipment displayed a frozen screen. There was a 20 minute delay and then the surgery was converted to an extracapsular cataract extraction. The surgery was completed and the surgeon reports that there was no harm to the patient.